Event description:
Our mde. Intermittent pacing and sensing. There is no serial number for this adapter, therefore, we have assigned it a reference number.

Manufacturer narrative:
Ous MDR. The adapter was found to be destructively opened before it was received at biotronik for analysis. Ventricular connector wire was loose. The cable continuity was tested. The connection between the ventricular lead's end and the ventricular device's end is intermittent. The soldering joint on the ventricular connector was found to be broken. The analysis of the soldering join indicated that the adhesive force between the two parts might not have been as thick as desired. This may have contributed to the disruption caused by mechanical stress and impact of sterilization in the field. This represents a singular event not observed before.